Manufacturer narrative:
The insulin pump was received with a blank display due to an open trace on the lcd driver. The device was unable to undergo the displacement, rewind, basic occlusion, occlusion, prime, and no delivery tests due to the blank display. A dva could not be performed either. The unit also had a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she woke up to three paramedics in her room due to low blood glucose levels. Her blood glucose at the time of incident was 30 mg/dl. Her blood glucose had dropped while she was sleeping and she was unresponsive when the paramedics arrived. The hypoglycemia was treated with an IV, sugar treatment, and food. The customer stated that the drive support cap on her insulin pump is flush, and that she was unable to rewind and prime the pump due to a blank display screen. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.